Event description:
It was reported during an unk procedure that the ligaclip can not fire. Faulty. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the anti-backup non-functional. However, the instrument was cycled, fed, and formed the clips properly. While we were unable to re-create the event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.